Event description:
Info received indicates the brake will not hold at the foot end of the stretcher when engaged.

Manufacturer narrative:
The tech found that the set screws were broken off in the hex rods. The tech replaced the set screws and hex rods to repair the stretcher.